Event description:
It was reported that during infusion with a CADD Cleo infusion set, the patient experienced line block alarms. Upon inspection, the cannula was found to be bent. Patient reported that blood glucose was increased to 260 mg/dL. This issue may have contributed to inadequate delivery of medication. There was patient involvement and no harm/adverse event reported. This report captures three of four incidents.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.